Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." A review of the device's serial number history revealed no prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced. The alleged device failure was not confirmed, and the probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. B:3 date of event the event year is 2025. The end user did not know the exact month and day of the event. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed to alarm for "air in line." The end user did not provide any additional information. No patient harm was reported.